Event description:
A customer reported receiving a minimum fill notification while using their equipment. There was no reported adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and, despite initially loading it incorrectly, was able to successfully load a second cartridge onto the pump following assistance. This resolved the issue, allowing them to resume insulin delivery.